Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed with the returned sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The sensor was reprogrammed to perform sim vivo testing (simulation of the electrical signal produced by the sensor tail) while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an error message after a day of wearing the adc freestyle libre 2 sensor. As a result, the customer was unable to obtain readings and experienced unspecified symptoms of hypoglycemia and a loss of consciousness. The customer was unable to self-treat and reportedly received insulin (unknown type/dose) from her son as treatment. Please not that the treatment of insulin is not consistent with the reported hypoglycemia symptoms. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an error message after a day of wearing the adc freestyle libre 2 sensor. As a result, the customer was unable to obtain readings and experienced unspecified symptoms of hypoglycemia and a loss of consciousness. The customer was unable to self-treat and reportedly received insulin (unknown type/dose) from her son as treatment. Please not that the treatment of insulin is not consistent with the reported hypoglycemia symptoms. There was no report of death or permanent injury associated with this event.